Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was not confirmed. However, the grasping section of the device was confirmed to be worn and partially peeled. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been less than 1 year since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the following could have contributed to the worn and peeling grasping surface: the grasping section may have been closed without grasping anything in between the grasping section and distal end of the probe when the ultrasonic output was repeatedly activated, or it was not possible to confirm whether the tissue was completely resected when the ultrasonic output was repeatedly activated. The instruction manual contains the following information which may help prevent the issue: - do not activate output when closing the instrument and nothing is grasped between the grasping section and the probe, or when it is not possible to confirm that the tissue being grasped has been completely resected. Otherwise, abnormal heat generated by friction between the grasping section and the probe may damage the grasping section, or cause it to detach or premature wear in the grasping surface. However, a conclusive root cause was not identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the sonosurg curved scissors hf inline grip tissue pad was damaged (no shedding). The issue occurred during a therapeutic procedure which was completed with a similar device without delay. The setting output at the time of the event was 70%. There were no health hazards or reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: the grip surface was worn and peeling.